Manufacturer narrative:
Date of event: the exact event date is unknown. Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom are known risk associated with bph procedures and noted as such in the device instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the delivery device instructions for use (IFU) was reviewed. The patient symptoms of urinary retention and anejaculation were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that after the patient underwent a water vapor therapy procedure, he had to wear a catheter that caused urinary restriction in his urethra and needed surgery to be fixed. In addition, a side effect of the water vapor therapy is that the patient has no semen. No further information was reported.